Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, low respiratory alarm was occurred. The device evaluation is still ongoing. The device operated and alarmed as designed.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, low respiratory alarm was occurred. The device evaluation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.